Event description:
It was further reported that the device was explanted and replaced. It was noted that the patient was undergoing chemotherapy treatments.

Event description:
It was reported that the patient wireless transmission showed diagnostics data listed from (B)(6) 2010. It was also reported that the patient has been seen at least twice in the past year; however, the diagnostic data collections did not indicate any current data and there was also no capture management testing done since (B)(6) 2010. The lack of diagnostics data collection was possibly due to a stuck reed switch. No medical intervention has been done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The device was stuck in a session, suspected to be a stuck reedswitch.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a data storage - diagnostics problem. A stuck reedswitch is suspected.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was conducted and it was suspected that the device had a stuck reedswitch.